Event description:
It was reported the patient had surgery to repair right side when it "did funny things and stopped working." Additional information has been requested, a follow up report will be submitted if additional information becomes available.